Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (one touch verio iq) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "135, 167 and 178mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. This complaint is being reported because the meter failed a control solution test during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 1/20/2015, device evaluation: the lay user/patients test strips have been returned on (B)(4) 2014 and further evaluated by lifescan product analysis on 1/20/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to be to be saturated by moisture. The vial failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Two vials were returned for testing only one vial failed tga testing. The second vial - the desiccant within the subject vial was found to be not to be saturated by moisture and passed tga testing.